Event description:
It was reported that when the physician tightened the purse strings, the cannula was cut in half. The cannula was holding by a wire. When it was removed, the physician was able to cut the cannula again by using the purse strings. It appeared brittle.